Event description:
A distributor from air liquide healthcare ireland reported an issue where a pump battery was not charging. There was no adverse impact to the customer's blood glucose level. The caller was instructed to try different wall outlets and adapters. Using a different wall adapter resolved the issue, and the pump began charging, requiring no further assistance.